Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 96 mg/dl and their sensor glucose read 110 mg/dl. The customer also reported the inaccurate readings may be caused by the pressure of the customer sleeping on the sensor. Customer also reported another incident where their sensor glucose read over 400 mg/dl and their actual blood glucose was 203 mg/dl. It was also found the customer had calibration error alarms. Customer's sensor will be replaced. No additional information provided.